Event description:
Device malfunction: suture break. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. Received a maude event report stating "pt underwent an abdominal aortogram and a bilateral runoff angiography which received bilateral severe peripheral vascular disease. A perclose closure device was inserted into the right femoral artery at the end of the procedure and it failed - suture broke - and a second perclosure device was inserted and performed successfully." There were no reported adverse patient effects . No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot # was provided. A review of the device history record for this lot did not produce any findings relevant to this report.